Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up. A signal saturation on the egm channel caused asystole event, which the patient's rhythm marched through the episode. It was noted that patient¿s postural change likely due for the signal saturation. The patient's device will continue to be monitored.